Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, force, temperature, impedance and irrigation tests of the returned device were performed following j&j procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. Temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. Finally, the magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force and temperature issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use contain the following information: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the afib procedure, the physician brought the qdot d-f catheter in the heart, did the zero and then started ablating. As soon as the ablation went on, the force rises up to 105 and the temperature rises also cutting off the ablation. There was no error on the carto. Only error on ngen monitor was ¿temp. Limit¿. Therefore they changed the catheter cable for a new one and still had the same issue. Then they changed the ablation catheter for a new one and the issue was resolved. There was no patient consequence. The customer's reported force and temperature issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.